Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the activity logs indicates the device warned user of low batteries. Log also indicates depleted batteries were installed. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.